Event description:
Complainant alleged that during biomed testing, the device prompted a "ead fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been rec'd and a follow-up report will be provided when our investigation is completed.